Event description:
It was reported that during a resection procedure, it was observed that they could not open the jaw after firing; and noted the staples were malformed. Opened the jaw manually with big force. Suture was used to oversew. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #unk. Additional information was requested, and the following was obtained: what was the procedure? Resection of bile duct lesions what color reload was used? Black what tissue was being fired upon? Unknown when stated ¿opened the jaw manually with big force¿ was this using the manual override? Yes attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60s, with lot number a98446, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.